Manufacturer narrative:
Initial MDR was submitted in error via mfg report # 3013756811-2025-162301. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803..

Event description:
An issue was reported involving a pump where the ce mark was erased, though the pump started, charged, and was recognized by the computer, indicating it was in working condition. There was no information about the blood glucose level impact. The device is being returned, and a replacement pump was issued, with the return expected by late august 2025.